Event description:
Device was being utilized on a pt for a left ventricular injection. Twelve cc's per second for a total of 36 cc's over 3 seconds was injected. A perforation of the vessel occurred. It is believed the catheter was against the vessel wall during injection. Pericardiocentesis was done and the pt was discharged two days later.